Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two separate submissions for the same patient event. The other is 1220246-2017-00145 ((B)(4)). The evaluation for device 3, lot 10048688, revealed the trigger was frozen and the needles would not deploy. In addition, the cannula was bent to the operator's left. It was observed that the handle gear teeth were damaged preventing the device from firing properly. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was attempting to use a speed cinch w/ 2 peek implants. The first speed cinch, lot: 10048687, ((B)(4)) was inserted into the meniscus and the surgeon was able to successfully implant the first implant however, when the surgeon pulled the trigger to release the second implant, it did not deploy. The suture was cut and the first implant was removed with graspers. A second speed cinch of the same lot, lot: 10048687 ((B)(4)) was used and again the first implant deployed and seated fine but when the surgeon pulled the trigger to release the second implant, it did not deploy. The suture was cut and the first implant was removed with graspers. A third speed cinch of a different lot, lot: 10048688 ((B)(4)) was opened and used and the exact same thing happened, the surgeon was able to successfully implant the first implant however, when the surgeon pulled the trigger to release the second implant, it did not deploy. The suture was cut and the first implant was removed with graspers. The surgeon then converted to a mini menisectomy. No patient injury.